Event description:
The customer reported that the unit rebooted while running a fluoro. No patient injury was reported.

Manufacturer narrative:
The ge service rep calibrated the voltage of the power supply. The system operates as intended.